Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of the lead was returned in one piece. Final analysis did not find any anomalies on the partial lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-23075. Related manufacturer reference number: 2017865-2023-23077. Related manufacturer reference number: 2017865-2023-23078. It was reported that the patient had deceased due to congestive heart failure. It is unknown whether there were allegations that the patient's implantable cardioverter defibrillator system caused or contributed to their death.